Event description:
The customer reported that the unit generated a ventilator inoperative alarm and shut it self-off during therapy. The customer reported that there was no harm to the patient or the user. Multiple attempts were made to follow-up with the customer to obtain patient's information; however, there was no response.

Manufacturer narrative:
On (B)(6) 2017, failure investigation (fi) lab received the main pcba for evaluation. Visual inspection of the returned main pcba revealed no evidence of damage or contamination. Fi technician installed the main pcba with the customer stepper motor controller into the fi test ventilator and performed operational test, extended self-test (est) and air flow accuracy test; unit passed all tests. Fi technician ran the main pcba for an extended run time; the unit remains operational with no errors. Root cause for the reported issue could not be determined due to no failures were identified.

Manufacturer narrative:
Failure investigation (fi) lab received the stepper motor controller pcba for evaluation. Visual inspection of the returned stepper motor controller pcba revealed no evidence of damage or contamination. Fi technician installed the stepper motor controller pcba into the fi test ventilator and performed operational tests and ventilator passed operational testing. No errors were generated. The reported problem could not be confirmed due to no failures were identified. Root cause for the reported issue could not be determined due to no failures were identified.